Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: there was no visible damage to the keypad. The contrast and ok buttons were intermittently unresponsive to testing. The up and down buttons responded properly. The keypad was removed and contamination under all of the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive and difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.